Event description:
Crrt in progress running in cvvhf mode with m-100 pre-pump infusion, blood flow rate 150ml/min. The blood pump segment of the tubing started leaking, but remained intact. Due to the absence of fluid detectors in the pump segment, the device continued to run at the ordered speed. Blood was expelled from the device unto the floor. Nurse discovered the malfunction in minutes. Nurse discontinued the therapy. She restarted the crrt using a new device and filter. There wer no complications from the incident, the pt remained hemodynamically stable and due to the rapid discovery blood loss was under a proximal 200 ml.